Event description:
It was reported to medtronic minimed that the customer experienced air bubbles in the infusion sets, which resulted in numerous insulin flow blocked alarms. The customer reported no adverse event. The event involved product unk_ngp. Troubleshooting was performed, including reviewing best practices for handling insulin and filling the reservoir, checking for leaks, and attempting to remove air bubbles by tapping the reservoir and pushing the plunger; however, the air bubbles were not successfully removed. The customer was instructed to change the infusion set as needed and was advised that product replacement would be sent. No harm requiring medical intervention was reported. No product return was required for unk_ngp.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.